Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. The pump was also received with case cracked behind the pump near the battery compartment and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that battery compartment of insulin pump was cracked. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had wear and tear damage. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.